Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 500 mg/dl with moderate to high ketones. The customer alleged that the pump was not delivering as much insulin as indicated. Bg was addressed via correction bolus. Reportedly, the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 500 mg/dl with moderate to high ketones. The customer alleged that the pump was not delivering insulin properly, as contact filled pump with 200 units of saline but was only able to draw up about 100 units of saline with a syringe. Reportedly, the customer reverted to manual injections for insulin therapy.